Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a breast implant replacement with firming. The esu was used with an erbe monopolar electrode handle [part number (p/n) 20190-076, lot number (l/n) 019495]. An erbe nessy omega return electrode (p/n 20193-083, lot number: information not provided) was attached to the patient's left thigh. The esu settings were cut, 160 watts and coag, 80 watts. Prior to activation, a spray skin disinfection (braunoderm ah d 2000) was applied to the left half of a breast. Upon activation, a combustion/fire occurred on the surgical drape and patient. The patient's left thorax had a very extensive (25 cm x 15 cm necrosis) and high grade skin burn (2nd and 3rd degree burn of redish and whitish appearance). To address the issue, the burn was immediately treated with cooling and bandaged. Then, the patient was transferred to a specialized burn clinic, during which inpatient treatment with necrosis removal and split skin transplantation took place.

Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the description of the event, most likely once diathermy was applied, combustion occurred due to flammable vapors and/or disinfectant that was around the operative site (i.e., on the drape, gauze, etc.). There are warnings in the erbe esu user manual addressing these issues (i.e., when using disinfectants, care must be taken to ensure that they are not flammable or that these agents have evaporated completely before using the electrosurgical unit. It must also be checked that no disinfectant has accumulated under the patient, in body recesses such as the naval, or in body cavities, such as the vagina.). In addition, the instructions for use of the disinfectant used (braunoderm) indicates that it is flammable and can be easily ignited by sparks, open flames and other ignition sources above 21 degrees celsius and that the alcoholic disinfectant on the skin must be dry before using electrical devices. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.